Event description:
Customer reported via phone call that they were experiencing high blood glucose level. The blood glucose level of customer was 524 mg/dl. Current blood glucose level was 138 mg/dl. It was unknown that auto mode feature was active at time of incident. Infusion set was conning off their body. Customer declined to troubleshoot for high blood glucose level. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.